Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 41 mg/dl, 100 mg/dl and 105 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.